Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6) . Medical records and x-rays were not provided to stryker for review due to our institutional (B)(6) and hippa regulations at reporters institution. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to loosening in hip and wear of acetabular component. The components were implanted in situ for approx 10.2y. The femoral head and acetabular liner were revised. The pt presented with a ucla score of 4, three months prior to revision surgery and a maximum score of 7."